Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The patient was scheduled for an in clinic appointment for further evaluation. The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating the patient was seen in clinic. High out of range shock impedance measurements were observed, however all other lead diagnostics were acceptable. No adverse patient effects were reported.

Manufacturer narrative:
The patient will continue to be followed via regularly scheduled follow-up appointments. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.